Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. The canal was very difficult and dentist reported that dentist does use the files 3 to 4 times. Dentist was unsure how many times this file had been used. The pt was referred to an endodontist for further treatment.